Event description:
Per the clinic, the patient experienced pain and infection (pus) at implant site (specifc date not reported). The crust of pus was cleaned and removed, resulting in a 3 mm wound opening that exposed the implant. Subsequently, the patient was treated with oral and topical antibiotics, as well as betadine and saline (specific date and duration not reported). The device was later explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.